Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of hospitalization for high blood glucose of 475mg/dl and diabetic ketoacidosis. The customer indicated that the pump was not delivering the correct amount of insulin. Customer indicated that they would call back at a later time and no further assistance was necessary.